Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, when the plunger was advanced it went over the iol. Physician thought the iol may have been scratched so asked to use the back up. There was no patient involvement. Additional information has been requested.